Event description:
Unomedical reference number (B)(4). Event occurred in poland. On 22-apr-2024, it was reported that patient faced an infusion set was leaking at site event. Infusion set was in use for 1 day. No further information available.